Event description:
It was reported that during implant, the screw would not fully extend on the atrial lead. The physician tried retracting and extending a second time without success. The lead was explanted. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was observed in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant the screw would not fully extend on the atrial lead. The physician tried retracting and extending a second time without success. The lead was explanted. A new lead was successfully implanted. No patient complications have been reported as a result of this event.